Event description:
Facility paramedics were using the device to administer pacing therapy to a patient described as in full arrest. Reportedly the device would intermittently display paddles 'lead off' and pacing would cease. The patient was not resuscitated. The reporter indicated patient outcome was not affected by the discrepancy due to continued device use and a lack of patient viability.